Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a no delivery alarm, leaking insulin, and physical damage to the device. The customer also reported that she felt sick and was calling an ambulance. The customer stated she was hospitalized due to heart conditions, and not diabetes reasons. The customer's blood glucose level was between 129 and 156 mg/dl. The customer treated with manual injections. The customer's device was replaced and returned for analysis.